Event description:
Event was reported to caldera medical by an attorney. The patient has suffered subsequent surgeries, scarring, painful intercourse, invasive procedures, and self catheterization. No further information has been provided.